Event description:
Baxter (B)(4) received a report of an intermate that had a burst reservoir which occurred during filling. The device was being filled with wfl. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 15 ml of fluid in the housing. The reported condition of a rupture reservoir was not confirmed. The cause of fluid inside the housing was due to missing film-wrap. Visual examination of the unit that the root cause of the leak was missing film wrap, indicating that the device was misassembled. The misassembled condition was due to operator error during the film wrap assembly process. As a result of this incident, the complaint sample was used to bring awareness to all applicable manufacturing operators on (B)(6) 2011. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue has been investigated through corrective and preventative action (CAPA).